Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lobectomy, the device did not work properly. There were difficulties with stapler closing, cut and retraction. Due to product problem laparoscopic procedure converted to open surgery which extended patient hospitalization. The incision was extended more than 1 inch and an extension in surgical time due to the product problem. No injury to the patient, patient status: alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.